Manufacturer narrative:
It was reported that "mattress and pump where bottom sits is not getting enough air patient is sitting on the springs. Low pressure causing discomfort. Customer is developing bed sores from this issue. Had to see doctor in regards to this issue". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
"Mattress and pump where bottom sits is not getting enough air patient is sitting on the springs".